Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 3, pump error 18, pump error 18, pump error 37 or pump error 43 alarms noted during testing however, the downloaded history files confirmed pump error 3, pump error 18, and pump error 19 alarms due to a software error. The motor was tested outside of the pump and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose value was unknown. The customer was assisted with troubleshooting and reported that they were able to clear the alarm and the rewind was not possible. The insulin pump will be returned for analysis.